Event description:
The customer reported via phone call that his blood glucose level was running around 400 mg/dl for the last day and a half. He treated his high blood glucose level with manual injections. When he removed two infusion sets there was blood at the site. An infusion set was leaking at the quick release. The customer believed he was not receiving insulin. The insulin pump alarmed no delivery in the past. His high blood glucose symptoms were nausea and cramped muscles. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.